Event description:
It was reported that a patient underwent a uterine electrosurgical procedure on (B)(6) 2012. During the procedure, there was a 400 error code and the unit continued to activate after the physician let off the footpedal, causing a burn to the patient. The physician disconnected everything and powered the unit back on and it came up with no issues. When the physician went to activate it inside the patient, it continued to activate after they letting off the pedal, causing a second burn. The procedure was completed without any additional patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.